Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no exposed wires on the modular cable but the outer covering was gone with areas that had been rescue taped. The alarm resolved with the exchange. No products were returned.

Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 18:42:13, the log file captured driveline power fault alarms due to power a open faults. The power a open faults are due to the current sense dropping below the threshold. The alarms cleared at 19:50:07. The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Additional log files were submitted from the new system controller, serial number (B)(6), and showed no further driveline power fault alarms. The provided information indicated the alarms were cleared via the system monitor. The system controller and modular cable were then exchanged; however, no product will be returned for further analysis. The alarms have not reactivated after the system controller and modular cable exchanges. A root cause was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate modular cable, lot number 196750, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a driveline power fault. It was cleared using the system monitor. The clinic planned to exchange the patient's damaged modular cable. The log files were reviewed and captured a driveline power fault event until it was cleared by the system monitor. There was nothing else seen in the log files. The modular cable and system controller were exchanged. No alarms were seen. The log files were reviewed and captured some system controller clock corrupt events once connecting the new system controller and modular cable. The clock was then synced. No further driveline power faults were noted in the log files.